Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient involvement. Identification of issue has been done by analyzing problem description, service report and device's logs. Based on technician statement, the turbine was replaced. The turbine module generates compressed air and delivers air to the inspiratory gas. The device will switch to 100% o2 supply when the failure occurs, if no o2 supply is connected, the fault will lead to stop of ventilation. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module stand still state. There was no patient involvement. Manufacturer's ref. #: (B)(4).